Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not saw insulin pump had screen. The customer¿s blood glucose level was 101 mg/dl at the time of the incident. The customer stated that insulin pump was not working. The customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No screen anomalies noted during testing. Missing segments or partial display not confirmed.